Event description:
On 18th nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1927bcf-45. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1927bcf-45 batch 15385202 was received for evaluation. Visual inspection noted that the device arrived for evaluation with the anchor and sutures assembled on the inserter. The evaluation of the anchor found it broken, and the pieces generated during this event were not returned for evaluation. The sutures around the anchor show frayed filaments. A functional test was not performed due to the device damage. The most likely cause of the reported failure is user error, including improper bone preparation, misalignment of the insertion, and excessive forces during the implantation.